Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found outer insulation abrasion at 8cm from the lead tip. The insulation abrasion found is characteristic of lead friction to another device. The lead was returned cut in two pieces; hence, a complete electrical analysis could not be performed.

Event description:
It was reported that the lead impedance had gradually increased since (B)(6) 2010. The lead was later explanted due to increase in pacing lead impedance and capture thresholds. Insulation damage suspected.